Event description:
Pt transported from emergency dept to ultrasound, while there pt's condition deteriorated requiring a code blue to be called. It was then noted that the mask was missing from the resuscitation bag. A mask was located and the resuscitation was continued without delay. The code was successful and the pt was cared for as an inpatient, discharged to a nursing home on 10/24/2000. Report filed because of potential.